Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6) ((B)(6) hospital); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf device code a0401 captures the reportable event of stent suture break. Imdrf impact code f2301 captures the reportable event of additional device required (biopsy forceps) to grasp the green braided wire to adjust the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat severe tracheal stenosis caused by a malignant tumor in the main airway (main bronchus) during a bronchoscopic main bronchial stenting procedure performed on (B)(6) 2026. During the procedure, after stent deployment, biopsy forceps were used to grasp the green braided wire to adjust the stent; however, the braided wire fractured. The procedure was completed using a different stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable